Event description:
The reporter alleged that the device may not have operated properly during two similar pt uses. ( complaint file 1999-0877) the facility sent the printed reports in for analysis. No details from the reported event were given.